Event description:
It was reported that a patient had an initial left reverse total shoulder arthroplasty. Subsequently, the patient was revised due to component dissociation approximately 1 month post implantation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 00434903912(65341696), 00434906603(64422525), 00436202500(64802668). Associated product information, part (lot): 436304025(64464734), 434903300(66209690). H6: proposed code annex g code: mechanical (g04)- head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The reported event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.